Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged and the downstream occlusion sensor was contaminated. Review of the event history log showed the pump displayed an occurrence of "cassette not attached properly" alarm. The investigation determined that the contaminated downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed. Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited alarm for "cassette not properly attached". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.